Event description:
A malfunction alarm was reported, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The customer was provided with instructions to reset the pump, helped by technical support, and after resetting, the malfunction code did not recur. The customer can continue using the pump and is advised to call back if the issue recurs.